Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aneurysm approximately one month ago. Vessel morphology was reported as there was bilateral severe calcification, moderate to severe tortuosity and iliac artery diameter ranged from 4 mm to 8 mm in diameter. Prior to stent graft insertion, the physician implanted an 8 mm another manufacturer's covered metal stent in the narrowest part of the right common iliac artery to create a conduit. The bifurcated stent graft was advanced and partially deployed, then the contralateral iliac limb was successfully implanted and the bifurcated stent graft was completely deployed. The contralateral iliac limb delivery catheter was successfully removed however there were complication with the removable of the bifurcated delivery system. During the removal of the bifurcated delivery system it became caught on another manufacturer's covered metal stent. The other manufacturer's covered metal stent graft caught on the delivery catheter, was pulled down and out of the patient along with part of the iliac artery, the trauma to the vessel was at the junction of the internal and external iliac arteries. The physician performed an open incision and sewed in an 8 mm graft down to the external artery and extended the bifurcated ipsilateral limb down into the graft material with an endurant iliac extension. No additional clinical sequelae were reported and the patient is fine. The device was returned and the analysis has been completed. Only the taper tip with the spindle tubing and the stent stop section of the middle member were returned. The returned section measured 24 cm in length. Approximately 4 cm of dissected piece of tissue was returned attached to the tip sleeve and graft cover at the spindle area. The blood tissue appeared to have been pinched between the spindle and the tip sleeve, potentially when the spindle was recaptured into the sleeve after the suprarenal stents release. There was 3 cm length area of severe kink on the graft cover immediately distal to the stent stop. There was severe damage to the exit port at the distal end of the tip, where the edge appeared stretched with one side of the exit port broken. There was severe damage at the base of the taper tip where 2 sections were broken and lifted. There were multiple of relatively deep scratched on the tip surface. When the tissue was removed, the graft cover appeared compressed just below the ro marker band a length of 2cm. The evaluation of the returned partial delivery system and the available information, it was determined that the complaint is anatomy and procedure related along with the off-label use of the device in a small diameter iliac artery.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (removal difficulty, rupture, surgical conversion); patient's condition affected effectiveness of device (anatomy related; bilateral severe calcification, severe tortuosity, and small iliac artery diameter); caused by another drug/device (other manufacturer's device (previously implant stent) may have contributed to this event). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; bilateral severe calcification, severe tortuosity, and small iliac artery diameter); operational context contributed to event (other manufacturer's device (previously implant stent) may have contributed to this event).